Event description:
It was reported the lcs15 was used during a laparoscopic splenectomy. It was reported the blade and tissue pad could not be properly aligned, even with the use of the alignment pin. A new lcs was used to complete the case. There was no consequence to the patient.